Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-27, information was received from a manufacturer representative (rep) regarding a patient receiving hydromorphone (3.0 m g/ml, 1.37 mg/day) and bupivacaine (9.0 mg/ml, 4.1 mg/day) via an implantable pump for spinal pain. It was reported a motor stall was seen at initial interrogation. The patient did not have a recent magnetic resonance imaging (MRI). The pump status and/or event log report motor stall occurred and was active. The motor stall occurred on (B)(6) 2018. No patient symptoms reported. No further information provided.